Event description:
The customer reported to olympus that the pressure value display was not complete. This malfunction was found during preparation for use, therefore there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9, h6 (type of investigation), and the device evaluation. Please see updates to d9, h6 and h10. The device was not returned for evaluation. If additional information becomes available this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (incomplete display of pressure value) was unable to be identified. Olympus will continue to monitor field performance for this device.